Event description:
(B)(6) underwent bilateral aesthetic breast augmentation with 285cc textured, anatomic, saline filled breast implants by mcghan in a retro-pectoral position bia a periareolar incision on (B)(6) 1999. In (B)(6) 2014, she noted increased sze of the left breast and a firm mass medially , also in the left breast. Ultrasonic-guided needle biopsy of both the breast mass (which proved to be retro-pectoral) and left axillary lymph nodes done (B)(6) 2014 showed anaplastic large cell lymphoma, alk neg, in the breast and nodes. Pet/CT showed the breast mass to be highly hypermetabolic; enlarged, hypermetabolic left (and right) axillary nodes, the patient received chemotherapy (cyclophosphamide, doxorubicin, vincristine, prednisone, etoposide) from (B)(6) 2014 through (B)(6) 2015 with good response. Breast implant removal has been recommended and the patient is being sent for consideration of bone marrow transplant.